Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used in a stone retrieval procedure on (B)(6) 2012. The patient was a female over the age of 18 (identifier, age, date of birth and weight unknown). According to the complainant, during the procedure the basket closed around a stone, and upon removal it was noted that half of two of the basket wires had detached inside the patient. The physician tried unsuccessfully to retrieve them, and a follow up procedure was scheduled to remove them. Attempts to obtain information on the follow up procedure were unsuccessful. The patient was stable following the initial procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental manufacturers' report will be filed.